Event description:
On january 16, 2001 mallinckrodt inc. Received info that alleged that a uniprobe in conjunction with a marquette tram had provided high saturation readings. According to the hosp the uniprobe was providing saturation readings of 100% when the pt "didn't look right". Reportedly, when they drew the abg the saturation readings were 89%. No pt harm was reported.